Manufacturer narrative:
Visual inspection of the main circuit board identified a super capacitor leak. The device will be serviced and fully tested before it returns to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an error message (sf188) related to a safety assert signal test. There was no harm or serious injury reported as a result of this incident.